Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the air detection system would intermittently trigger an alarm although no air present in the tubing circuit. The user turned off the air detection system and concluded the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.